Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that during impella cp support, the 68-year-old male patient experienced oozing from the impella groin when patient moved leg because of symptomatic syndrome. The patient's hemoglobin dropped to 9.6 from 13. The sheath was repositioned to resolve the issue. No blood products were given. The device was not removed.

Manufacturer narrative:
Section h6 has been updated, as the investigation has been completed. According to clinical, there was oozing from impella groin due leg movement by the patient because of symptomatic syndrome. Hemoglobin dropped to 9.6 from 13 and repositioning of sheath was completed. Impella running stable and was not removed. The impella device was not returned and therefore, an evaluation of the device was not possible. Product history review was completed, and the pump passed all sterile inspection checks. The root cause of access site bleeding is determined to be patient movement because the bleeding was caused by patient leg movement.